Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was met and the exchange sheath "bunched up" instead of splitting. The safety release was activated releasing the device from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. It was reported that a 5-7 mm incision was created at the sheath site to accommodate the insertion of the clip delivery tubeset into the tissue tract. Though requested, no additional information was provided.